Event description:
It was reported that the customer had dropped the pump and busted the display. Customer's blood glucose level was 70 mg/dl. Customer was advised to disconnect from the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding liquid crystal display glass, dented display window case and broken reservoir tube lip.